Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was confirmed and attributed to a corrupted smart pneumatic module (spm) calibration table. The spm module serial numbers were written to the device to remedy the report. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during biomed testing, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.